Event description:
The lay user/patient contacted lifescan in 2006 and alleged that her one touch ultrasmart meter was reading inaccurately high. The medical affairs specialist was unable to reach the patient via phone after several attempts to obtain further information. A letter was also sent. The patient was sweaty, nervous, tired and had trouble with her vision. The patient also reported that she received of 213 mg/dl and 208 mg/dl on the reported meter. She compared these results to the lab result of 148 mg/dl, performed within 10 minutes. The patient had also alleged inaccurate erratic results and had received results of 355 mg/dl and 94 mg/dl, performed within 10 minutes of each other. She had tested on the meter (both alleged inaccuracies) after experiencing the symptoms. However, the events prior to experiencing the symptoms are not provided and it is not clear how long after the symptoms the patient had performed the symptoms. However, the events prior to experiencing the symptoms are not provided and it is not clear how long after the symptoms the patient had performed the tests (meter and lab). Following the use of the meter, the patient ate food and/or drank beverage. She was also prescribed 2 mg/dlay of amaryl (oral medication) by her doctor. At the time of troubleshooting , it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. She was walked through a control solution test, which passed within range, indicating the meter is functioning appropriately. Although the reported meter was within specifications with the control solution test, there is insufficient information regarding events prior to the patient experiencing the symptoms. The symptoms that the patient experienced reflect a serious injury. Therefore, this complaint is reported. A replacement meter, control solution, and test strips were sent to the lay user/patient.